Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is not expected to be returned for manufacturer review/investigation. D10 therapy date: (B)(6) 2023. E3: reporter is a j&j employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023 an orthopedic surgeon was performing a suprapatellar tibial nail. During the procedure the doctor inserted a guide wire of 8-11mm diameter nail. The surgeon introduced the guided wire sleeve behind the patella to get a certain point for the nail and positioned revise in x-ray with the 2.2 mm guide wire through cannulated wire sleeve upon introducing guided wire top of the tibia. The guide wire became bent into the guide wire sleeve. Upon seeing this, the guide wire sleeve was removed, the surgeon attempted to remove the guide wire but was unsuccessful. So, the surgeon continued to use the guides sleeve as specific guide wire for rest of the case. The procedure was completed successfully. This report involves one (1) wire guide / multihole / long for nails ø 8-11mm. This is report 1 of 2 for (B)(4).